Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Phone: unknown, information not provided. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: islamaj e, jordaan-kuip cp, vermeer ka, lemij hg, de waard pwt. Motility changes and diplopia after baerveldt glaucoma drainage device implantation or after trabeculectomy. Trans vis sci tech. 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: motility changes and diplopia after baerveldt glaucoma drainage device implantation or after trabeculectomy. The publication reports 14 patients developed diplopia. A copy of the article is provided with this report.